Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), which was recently implanted, recorded increased impedance measurements on a competitors chronic defibrillation lead.